Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/20/2017 with the following findings: the battery compartment was cracked at the top of the threads and continued down the side of the bumper to the pump case seal. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 03/20/2017.